Manufacturer narrative:
Ge healthcare (gehc) investigation has been completed and the root cause could not be determined. The gehc field engineer completed a review of the logs and determined there was no malfunction of the gehc device. The likely cause of the apneic condition and the patient desaturation to 66% is likely caused by ineffective triggering from the patient caused by a bolus of fentanyl. The change in tidal volume was likely due to changes in patient triggering effort or other patient physiological response to anesthetic drugs.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1, a5, and a6: no information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to an aisys cs2 when it was alleged that the unit stopped ventilating. It was reported that the patient desaturated to 66%. Reportedly, the unit was changed to manual mode, but the bag on the unit did not inflate despite increasing pressure. The patient was switched to an ambu bag and the patient's o2 level recovered to 95%. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.